Manufacturer narrative:
Clinical signs and symptoms: kidney stone.

Event description:
Additional information received on 9/30/2022 as follows: on (B)(6) 2022 increased bladder pressure, leakage, frequent uti¿s and increased urgency, mild hydronephrosis and 7mm non-obstructing stone. Ua positive for urinary tract infection with urine culture: >100,000 cfu/ml escherichia coli esbl.

Manufacturer narrative:
This event was previously reported via asr on 25apr2019 (exemption number e2014015). This report is intended to be a follow-up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received states: on (B)(6) 2015 ¿ (B)(6) 2015 excision of vaginal mesh, concern for early pyelonephritis, pseudomonas aeruginosa, significant inflammation and necrotic center of the surface of the bladder. On (B)(6) 2017 urinary tract infection (uti), (B)(6) 2017 chronic constipation, (B)(6) 2017 excision of mesh. On (B)(6) 2016 ¿ (B)(6) 2017 ER visits, patient experienced urinary tract infections (uti) vulvovaginal candidiasis, abdominal pain, fever, urinary frequency/dysuria, vaginal itching, manilla vaginitis. Admitted for acute pyelonephritis from (B)(6) 2017. Other symptoms were stress urinary incontinence, uterovaginal prolapse, cystocele, hematuria, abdominal pelvic pain, urinary leakage, burning and frequency, suprapubic tenderness, air in bladder, vaginal discharge. On (B)(6) 2020 ¿ ER with urge incontinence and bladder pain. On (B)(6) 2020 ¿ (B)(6) 2021 uti, enterococcus, urgent incontinence, pain on right flank. Cloudy and malodorous urine, yeast infection, worsening urinary frequency and bladder spasms.